Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator had a power loss and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.